Event description:
A report was received that a pt was not receiving adequate pain coverage. X-rays revealed that the contacts on the proximal end of the lead may not be aligned with the corresponding contacts in the ipg header. The pt is scheduled to undergo a revision procedure.